Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the subject had urine culture which was positive for 10,000 to 50,000 cfu/ml proteus mirabilis.

Event description:
On 12mar2020, it was reported that the infection resolved.

Manufacturer narrative:
Section b5: additional info.

Event description:
On (B)(6) 2020, her urine culture was updated and found to have less than 10000 proteus, possible contaminate as the cause. Her doctor was notified and no antibiotic treatment was advised at this time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented by emergency medical services (ems) with concern for suprapubic abdominal cramping. The patient denied dysuria, hematuria, flank pain, fevers, and chills. No treatment was administered. The doctor later determined that this was not an infection. The event resolved on (B)(6) 2020. No additional information was provided.